Manufacturer narrative:
Physio-control further evaluated the customer's device and after performing unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that when their device was used on a patient in cardiac arrest, the screen remained black, after power on. The device's led's were illuminated at the time. The healthcare providers immediately retrieved an AED device instead and used it to provide defibrillation therapy to the patient. After removing and reinserting the batteries the customer's device started working again, and was used for the remainder of the event. Physio-control contacted the customer in order to obtain additional information about the patient and event; however, no response was received.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and was unable to replicate the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that when their device was used on a patient in cardiac arrest, the screen remained black, after power on. The device's led's were illuminated at the time. The healthcare providers immediately retrieved an AED device instead and used it to provide defibrillation therapy to the patient. After removing and reinserting the batteries the customer's device started working again, and was used for the remainder of the event. Physio-control contacted the customer in order to obtain additional information about the patient and event; however, no response was received.